Event description:
Complainant alleged that the siderail will not latch. No injury alleged.

Manufacturer narrative:
Technician found that the siderail will not latch as the mounting bracket was bent. Replaced the entire rail to resolve this issue. Bed found in the basement.